Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r (B)(4)/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 39 staples remaining in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was observed on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. The second staple fired on its second attempt. The next three staples fired properly. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. The third of these staples did not form properly. After 26 staples were inserted into the simulated skin pad, the stapler stopped firing. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. It could not be determined what exactly caused the staples to misalign. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the staple misalignment prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: the stapler jammed and the staple got stuck. We used several devices to complete the procedure. There were no consequences for the patient, other than a delay to take other stapler.

Event description:
Reported event: the stapler jammed and the staple got stuck. We used several devices to complete the procedure. There were no consequences for the patient, other than a delay to take other stapler.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed.